Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), the operative report was received on 04/30/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 04/30/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010: "at this point, a 30 annuloplasty ring was placed around the mitral valve using interrupted 2-0 ethibond sutures. The valve was tested and there was still a central leak with poor coaptation of the a2 and p2 segments. A stitch was then performed with a mattress 5-0 prolene suture. The valve was tested at this point, and it appeared to have just a trace leak. At this point, the atria were closed in layers with running 4-0 prolene suture. The patient was slowly weaned from cardiopulmonary bypass, and upon separation from cardiopulmonary bypass, tee was evaluated. By tee there was trace to 1+ mitral regurgitation, but there did appear to be some mitral valve stenosis with a mean gradient of 13. Secondary to this, we elected to go back on bypass and perform a valve replacement."